Manufacturer narrative:
(B)(4). Event date unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure "the clips are loose and not forming correctly". It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information available.